Event description:
During insertion of a PICC line in left axillary vein, guide wire could not be removed. Vascular consult was ordered urgently. Pt taken urgently to operating room for exploration and to dislodge the guide wire. According to the operative report, "¿the vast majority of the wire distal to the first 4 cm was completely frayed¿" patient discharged in stable condition. Device was not saved. Device info such as lot# etc. Was not saved.